Event description:
Doctor reported events of band slippage, nausea, vomiting, heartburn, and dehydration.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, nausea, vomiting, reflux, and dehydration are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, nausea and vomiting, and dehydration as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Dehydration has been reported after gastric restriction procedures."